Event description:
Asr revision reported by sales rep. Left hip, reason for revision: pain. Though the description on the der states that the cup was removed, the head and sleeve are noted at the bottom of the der in the section for relevant products removed. Therefore all these products plus a summit stem, which is included on the invoice, have been added to the com. Summit details unavailable on (B)(6). No man location or man/exp dates available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).